Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states customer was unable to obtain a result on the aviva system due to an unspecified power issue. Customer had low blood glucose symptoms when he attempted to use the device; emergency medical technicians (emts) were called and customer tested 21 mg/dl on the professional device. Emts provided food to the customer, and he declined going to the hospital. The following day the customer passed out at 09:00; caller treated him with food and low blood glucose symptoms improved in 10 minutes. No attempt was made to use the device. 7 hours later customer passed out again; emts were called, and customer tested 20 mg/dl on the professional device. Customer was treated with glucose and taken to the hospital. Customer received additional ivs (contents unknown), and was released from the hospital 8 hours later. Customer's condition has improved. Requested return of suspect device and replacement was sent.